Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation from the lifevest. The patient had an itchy red irritation under the rear and front therapy electrode pads. The patient reported using neosporin on the area and that his doctor instructed him to adjust the lifevest so it was not rubbing the irritated area. During a follow up the patient reported improvement when he removed the lifevest during the day. The final medical outcome of the irritation is unknown.